Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure male, 68 years old, weight 107 kilos, prostate cancer, afib, illis after gi surgery, anticoag therapy. The diagnosis and indication for the index surgical procedure? Robotic prostate on what tissue was the suture used? Prostate what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Yes was at least one reverse stitch performed prior to closure? Yes why was it decided that the patient needed to be scoped? Patient had post op pain and came to the ER. What symptoms did the patient experience following the index surgical procedure? Non until onset of pain. Onset date? 4 weeks post op please describe any medical/surgical intervention required for this suture event including dates and results. Revision surgery to re suture prostate did the stratafix suture break post-op? No if so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? It was not present. Most of the suture was absorbed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? During the initial surgery everything with the stratafix suture was fine. It was not until the post op revision that it was discovered things were abnormal. Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? No other relevant patient history/concomitant medications? Patient had a significant history of adhesions. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Provider is normally a vloc user and this was a one off unique event. What is the patient's current status? Everything is fine after the revision surgery lot number? Unknown.

Event description:
It was reported that a patient underwent a robotic prostatectomy on (B)(6) 2023 and a barbed suture was used. Post-op, thirty days following the procedure, after scoping the patient, it was discovered the sutures had already dissolved. The patient was brought back to the or to complete the anastomosis. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360. G/m h6 component code: g07002. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Why was it decided that the patient needed to be scoped? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the stratafix suture break post-op? If so, where was the break noted (termination, middle, end)? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any precipitating stress factors for the suture breakage or pulling out of the tissue? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?